Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure, the lead exhibited threshold and sensing issues. A different lead model was used to complete the procedure. The patient was stable.

Event description:
New information received notes the right atrial lead exhibited high capture thresholds and low p-wave amplitudes prior to lead replacement.